Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the therapy was turning on and off by itself. Once the patient charged the implantable neurostimulator (ins), the stimulation faded in and out. The patient felt stimulation was on for one minute. Then it would cut off and would go on and off and on and off. It was unknown if the patient had cycling programmed. The last time the patient was reprogrammed was 3 months prior to the report when the manufacturer's representative increased the stimulation. Intermittent stimulation started about 3 weeks prior to the report. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.